Event description:
Hypoglycaemia, 30mg/dl [hypoglycaemia], plunger was moving a lot comparing to other pen [device issue], overdose due to drug is dispensed quickly from pen due to device issue [overdose], when they removed the pen from patient's skin, the medication was leaking from the needle, even though the dose counter has been returned at zero [device leakage], medication was administered rapidly and not in drops as usual from pen [device delivery system issue]. Case description: this serious spontaneous case from greece was reported by a consumer as "hypoglycaemia, 30mg/dl (hypoglycaemia)" beginning on (B)(6) 2025, "plunger was moving a lot comparing to other pen (device plunger issue)" with an unspecified onset date, "overdose due to drug is dispensed quickly from pen due to device issue (overdose)" beginning on (B)(6) 2025, "when they removed the pen from patient's skin, the medication was leaking from the needle, even though the dose counter has been returned at zero (device leakage)" beginning on (B)(6) 2025, "medication was administered rapidly and not in drops as usual from pen (device delivery system improper flow)" beginning on (B)(6) 2025, and concerned a 4 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "diabetes type 1", fiasp (insulin aspart 100 u/ml) (dose: qd (1.5-2.5 iu)) from on (B)(6) 2025 and ongoing for "diabetes type 1". Patient's height: 114 cm. Patient's weight: 19 kg. Patient's bmi: 14.619883. Dosage regimens: novopen echo: fiasp: on (B)(6) 2025 to not reported (dosage regimen ongoing). Current condition: diabetes type 1. Concomitant products included: lantus (insulin glargine). On an unknown date during the flow test of the novopen echo the plunger was moving a lot comparing to other pen. Patient mentioned that there was a lot of drug coming out and after that no drug was dispensed from the pen during the flow test and sometimes the drug is dispensed quickly. On (B)(6) 2025, after leakage, no drug was dispensed from the pen. The reporter mentioned that when selected 2.5 iu dose, the medication was administered rapidly and not in drops as usual. When they removed the pen from patient's skin, the medication was leaking from the needle, even though the dose counter has been returned at zero. Therefore, patient mentioned that they had overdose. The patient experienced hypoglycaemia (blood glucose), 30mg/dl and the patient had a lot of juice. The patient has no other medical history and is not taking any other medications. Batch number of novopen echo was pvbf283. Batch number of fiasp was rr73gv9. Action taken to novopen echo was reported as no change. Action taken to fiasp was reported as no change. Event abated after use stopped or dose reduced for fiasp doesn't apply event reappeared after reintroduction of fiasp doesn't apply. On (B)(6) 2025, the outcome for the event "hypoglycaemia, 30mg/dl (hypoglycaemia)" was re-covered. The outcome for the event "plunger was moving a lot comparing to other pen (device plunger issue)" was not reported. The outcome for the event "overdose due to drug is dispensed quickly from pen due to device issue (overdose)" was unknown. The outcome for the event "when they removed the pen from patient's skin, the medication was leaking from the needle, even though the dose counter has been returned at zero (device leak-age)" was unknown. The outcome for the event "medication was administered rapidly and not in drops as usual from pen (device delivery system improper flow)" was unknown. Reporter's causality (novopen echo): hypoglycaemia, 30mg/dl(hypoglycaemia): probable. Plunger was moving a lot comparing to other pen (device plunger issue): unknown overdose due to drug is dispensed quickly from pen due to device issue(overdose): probable. When they removed the pen from patient's skin, the medication was leaking from the needle, even though the dose counter has been returned at zero (device leakage): unknown. Medication was administered rapidly and not in drops as usual from pen (device delivery system improper flow): unknown. Company's causality (novopen echo): hypoglycaemia, 30mg/dl (hypoglycaemia): possible. Plunger was moving a lot comparing to other pen (device plunger issue): possible overdose due to drug is dispensed quickly from pen due to device issue(overdose): possible. When they removed the pen from patient's skin, the medication was leaking from the needle, even though the dose counter has been returned at zero (device leakage): possible. Medication was administered rapidly and not in drops as usual from pen (device delivery system improper flow): possible. Reporter's causality (fiasp): hypoglycaemia, 30mg/dl(hypoglycaemia): unlikely. Plunger was moving a lot comparing to other pen (device plunger issue): unknown overdose due to drug is dispensed quickly from pen due to device issue(overdose): unknown. When they removed the pen from patient's skin, the medication was leaking from the needle, even though the dose counter has been returned at zero (device leakage): unknown. Medication was administered rapidly and not in drops as usual from pen (device delivery system improper flow): unknown. Company's causality (fiasp): hypoglycaemia, 30mg/dl(hypoglycaemia): possible. Plunger was moving a lot comparing to other pen (device plunger issue): possible overdose due to drug is dispensed quickly from pen due to device issue(overdose): possible. When they removed the pen from patient's skin, the medication was leaking from the needle, even though the dose counter has been returned at zero (device leakage): possible. Medication was administered rapidly and not in drops as usual from pen (device delivery system improper flow): possible. On (B)(6) 2026, the case status changed from non-valid to valid as missing element adverse reaction hypoglycaemia was reported. This case was reclassified from non- serious to serious on (B)(6) 2026 due to patient experienced serious hypoglycaemia event with a value of 30mg/dl with device leakage, device delivery system improper flow and incorrect dose admin-istered by device. H3: continued: no or provide code. 02 device evaluation anticipated, but not yet begun.